Event description:
It was reported that the right atrial (ra) lead exhibited low bipolar impedance and unipolar impedance was higher than bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: s603 boston scientific ipg, implanted (B)(6) 2008. (B)(4).